Event description:
IT WAS REPORTED THAT DURING AN INTRACEPT PROCEDURE, THE PATIENTS PULSE AND BLOOD PRESSURE DROPPED AFTER THE FIRST VERTEBRAL LEVEL WAS COMPLETED. THE PATIENT STOPPED BREATHING AND THE PROCEDURE WAS IMMEDIATELY ABORTED. THE PATIENT WAS TURNED INTO A SUPINE POSITION, INTUBATED, AND CHEST COMPRESSIONS WERE PERFORMED TO RESTORE THE PATIENTS PULSE AND BLOOD PRESSURE. THE PATIENT WAS GIVEN MEDICATION TO REVERSE ANESTHESIA AND RAISE THEIR HEART RATE. THE PATIENT WAS UNCONSCIOUS FOLLOWING THE PROCEDURE AND THE MEDICAL TEAM ASSESSED THAT THE PATIENTS POOR LUNG HEALTH AND MEDICAL HISTORY OF RESPIRATORY DEPRESSION AND HYPOXIA WERE BELIEVED TO BE RELATED TO THE PATIENTS COMPLICATIONS. THE PATIENT WAS SUCCESSFULLY STABILIZED AND TRANSFERRED TO THE INTENSIVE CARE UNIT (ICU). AFTER THE PATIENT WAS ADMITTED TO THE ICU, THE PATIENT DID NOT REGAIN CONSCIOUSNESS. THE PATIENT EXHIBITED MINIMAL BRAINWAVE ACTIVITY AND WAS THOUGHT TO HAVE HYPOXIC BRAIN DAMAGE. THE PATIENT WAS TAKEN OFF LIFE SUPPORT AND PASSED AWAY. THERE WERE NO REPORTED DEVICE ISSUES.ADDITIONAL INFORMATION WAS RECEIVED THAT AN AUTOPSY WAS NOT PERFORMED ON THIS PATIENT. THE PATIENTS PRE-EXISTING POOR MEDICAL CONDITION IS BELIEVED TO HAVE CONTRIBUTED TO THEIR DEATH. DUE TO THE NATURE OF THE CODE BLUE THAT WAS CALLED DURING THE EMERGENCY, THE DEVICES WERE LOST AND THROWN AWAY.

Event description:
It was reported that during an Intracept procedure, the patients pulse and blood pressure dropped after the first vertebral level was completed. The patient stopped breathing and the procedure was immediately aborted. The patient was turned into a supine position, intubated, and chest compressions were performed to restore the patients pulse and blood pressure. The patient was given medication to reverse anesthesia and raise their heart rate. The patient was unconscious following the procedure and the medical team assessed that the patients poor lung health and medical history of respiratory depression and hypoxia were believed to be related to the patients complications. The patient was successfully stabilized and transferred to the intensive care unit (ICU). After the patient was admitted to the ICU, the patient did not regain consciousness. The patient exhibited minimal brainwave activity and was thought to have hypoxic brain damage. The patient was taken off life support and passed away. There were no reported device issues.Additional information was received that an autopsy was not performed on this patient. The patient's pre-existing poor medical condition is believed to have contributed to their death. Due to the nature of the Code Blue that was called during the emergency, the devices were lost and thrown away.

Manufacturer narrative:
Correction to the MDR in block: H1.

Event description:
IT WAS REPORTED THAT DURING AN INTERCEPT PROCEDURE, THE PATIENTS PULSE AND BLOOD PRESSURE DROPPED AFTER THE FIRST VERTEBRAL LEVEL WAS COMPLETED. THE PATIENT STOPPED BREATHING AND THE PROCEDURE WAS IMMEDIATELY ABORTED. THE PATIENT WAS TURNED INTO A SUPINE POSITION, INTUBATED, AND CHEST COMPRESSIONS WERE PERFORMED TO RESTORE THE PATIENTS PULSE AND BLOOD PRESSURE. THE PATIENT WAS GIVEN MEDICATION TO REVERSE ANESTHESIA AND RAISE THEIR HEART RATE. THE PATIENT WAS UNCONSCIOUS FOLLOWING THE PROCEDURE AND THE MEDICAL TEAM ASSESSED THAT THE PATIENTS POOR LUNG HEALTH AND MEDICAL HISTORY OF RESPIRATORY DEPRESSION AND HYPOXIA WERE BELIEVED TO BE RELATED TO THE PATIENTS COMPLICATIONS. THE PATIENT WAS SUCCESSFULLY STABILIZED AND TRANSFERRED TO THE INTENSIVE CARE UNIT (ICU). AFTER THE PATIENT WAS ADMITTED TO THE ICU, THE PATIENT DID NOT REGAIN CONSCIOUSNESS. THE PATIENT EXHIBITED MINIMAL BRAINWAVE ACTIVITY AND WAS THOUGHT TO HAVE HYPOXIC BRAIN DAMAGE. THE PATIENT WAS TAKEN OFF LIFE SUPPORT AND PASSED AWAY. THERE WERE NO REPORTED DEVICE ISSUES.